Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays circuit occlusion alarm. The customer performed troubleshooting, but the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, there is no patient consequence associated with the event.